Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the gasket on the generator had been damaged allowing the reported event to occur. The technician replaced the gasket on the generator, tested the unit, confirmed it was operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their evolution sterilizer was leaking water onto the floor. No report of injury.